Event description:
The customer reported an incident with a pt where they felt the defib should have caught/identified an event differently than it did. A 12 lead analysis shows av dissociation, but the defib labeled it as sinus tachy.

Manufacturer narrative:
The customer reported an incident with a pt where they felt the defib should have caught/identified an event differently than it did. A 12 lead analysis shows av dissociation, but the defib labeled it as sinus tachy. Sample ECG files were evaluated by a philips ECG algorithm expert who did not identify any malfunction with the algorithm. There is no info supporting a malfunction of the device. Note that 12-lead ECG's are offered on an advisory basis only and require physician confirmation.